Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(4) ((B)(4)) of peritonitis with culture positive for pseudomonas in a patient (age and gender not reported) coincident with dianeal pd2 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date in (B)(6) 2007, the patient began treatment with dianeal pd2 ambuflex and dianeal pd4 ultrabag (dose frequency and lot number not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd) and continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2011, the patient experienced peritonitis. It was not reported whether hospitalization was required. On an unreported date in 2011, a sample of peritoneal effluent was analyzed and cultured. It was unknown whether the sample was taken before the start of antibiotics. The results of the analysis were not reported. The result of the culture was peritonitis with culture positive for pseudomonas. It was not reported whether a remedial treatment was performed. The cause of the event was unknown. The patient recovered from the event. Action taken with dianeal therapies was not reported. The patient's concomitant medications were not reported. The nurse believed that the event was not related to dianeal therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.